Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: a crack/chipped edge of the cartridge compartment was found. Unrelated to the complaint, a cracked battery compartment was observed from the threads to the case seal left of the grip pad. A dim display with reddish text was also found. The bolus button cover was found to be torn in the center; however, was still responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.